Manufacturer narrative:
A4 - unk a5 - unk a6 - unk b3 - unk. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced post-op inflammatory ac cells with pigment cells, pigmented cells on icl and anterior capsular. Lens remains implanted. Reportedly, patient hs happy with vision. Problem resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.